Manufacturer narrative:
Section a3, a4: patient gender and weight was requested but was not provided. Section d4, h4, h8: additional information investigation conclusion: the reported burn marks and green fluid on the battery contacts was not confirmed. The 14v li-ion battery (serial #: (B)(4) was returned for analysis, but no log file was submitted for review. The battery underwent a charge/discharge test on the maccor system without issue. The number of cycles was 232. The max error (measurement of usage between cycles) was 59%. The duel pack voltage was 16.50 volts (dc). The full charge capacity was 4481 ma per hour. The root cause for the reported burn marks and the green fluid on the battery contacts was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: the date the device was assigned to patient is unknown. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient reports green fluid leaking from batteries and into clips. The patient also noticed a "burning smell" coming from batteries. Green crust and burn marks also noted on battery contacts. The patient was given new batteries and clips. No additional information provided.